Event description:
Information was received indicating that a smiths medical level 1 normoflo irrigation fast flow system was "intermittently over temperature". There was no reported adverse event.

Manufacturer narrative:
Other, other text: additional information: the patient received room temperature fluid instead of warmed fluid. No adverse effects. Added event date and details to section b5. Device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the fluid return tube had a crack in it which led to leakage. Further inspection showed damage to multiple internal components. The leak in return tube had likely led to fluid ingression damage which caused an over temperature alarm condition.

Event description:
Additional information: the patient received room temperature fluid instead of warmed fluid. No adverse effects.